Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full event site name in block is (B)(6). An abbreviation was used as the full name exceeded the maximum character limit for that field.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) fails to zero. When asked if there was any patient involvement, the customer stated he did not know. The circumstances of the event are unknown, however, no adverse event has been reported.

Manufacturer narrative:
09/11/2017 02:17 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): 09/11/2017 02:03 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): a getinge field service engineer (fse) was dispatched and reported that the customer stated that the intra-aortic balloon pump (iabp) would not zero. The fse found that the iabp touch screen would not recognize a continuous touch or 2 second touch. The fse replaced the video generator board and could no longer duplicate the error. The fse verified operational, safety, and performance specifications and returned the iabp to the customer, cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) fails to zero. When asked if there was any patient involvement, the customer stated he did not know. The circumstances of the event are unknown, however, no adverse event has been reported.